Event description:
It was reported that, during a total aortic arch replacement procedure, a bleeding was observed through the graft. Bleeding continued for approximately an hour and was stopped by the application of a fibrin-glue collagen patch. It was also reported as prolonged post-operative drainage, likely due to a pleural effusion. There was no reported pt injury.